Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device had non-manufacturer¿s hoses and hose rings on it from an unauthorized repair. Therefore, testing could not be completed and the reported condition that the device could not reach the correct psi on multiple foot devices was not confirmed. Therefore, an assignable root cause could not be determined. However, it was determined that the device had an unauthorized repair, which is user misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was not reaching the correct psi on multiple foot petal devices while being used together with the attachment device and another motor device. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.